Event description:
It was reported by the pt's counsel that the pt received a tka on (B)(6) 2009. The pt is experiencing pain. It is unk which component is the cause and at this time it is unk of a revision is being planned.

Manufacturer narrative:
At this time the pt has not been revised and it is unk if there are plans to have surgery. Based on the little info provided and the lack of the explanted device, no root cause can be concluded. Should additional info be provided to further this investigation, this report shall be updated.